Manufacturer narrative:
PRODUCT COMPLAINT # (B)(4). THIS REPORT IS BEING SUBMITTED PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803 (AND/OR PART 4, AS APPLICABLE). THIS REPORT MAY BE BASED ON INFORMATION WHICH HAS NOT BEEN INVESTIGATED OR VERIFIED PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY DEPUY SYNTHES, OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE PRODUCT, DEPUY SYNTHES, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL MEDWATCH, A FOLLOW-UP MEDWATCH WILL BE FILED AS APPROPRIATE.

Event description:
IT WAS REPORTED THAT DURING THE SURGICAL PROCEDURE, THE PRODUCT BROKE. WHEN THE OLIVE-SHAPED GUIDEWIRE WAS REMOVED, IT BECAME STUCK IN THE NAIL.

Manufacturer narrative:
DEPUY SYNTHES IS SUBMITTING THIS REPORT PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH DEPUY SYNTHES HAS NOT BEEN ABLE TO INVESTIGATE OR VERIFY PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY FDA, DEPUY SYNTHES OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE DEVICE, DEPUY SYNTHES, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF THE INFORMATION IS UNKNOWN, NOT AVAILABLE OR DOES NOT APPLY, THE SECTION/FIELD OF THE FORM IS LEFT BLANK. H11 ADDITIONAL NARRATIVE: H3, H6: THE PRODUCT WAS NOT RETURNED TO J&J MEDTECH ORTHOPAEDICS, HOWEVER PHOTOS WERE PROVIDED FOR REVIEW. THE PHOTO INVESTIGATION REVEALED THAT THE INLAY IS POSITIONED OUTSIDE OF THE TIBIAL NAIL ADVANCED Ø10 L 315, BASED ON THE OBSERVED DEFECT, IT IS REASONABLE TO CONCLUDE THAT THE GUIDE, ALTHOUGH NOT VISIBLE IN THE PHOTOGRAPHIC EVIDENCE MAY HAVE BECOME JAMMED WITH THE INLAY DURING SURGERY. DUE TO THE MISALIGNMENT OF THE INLAY, THE NAIL COULD NOT BE ASSEMBLED WITH THE SCREWS, THEREFORE, THE REPORTED CONDITION CAN BE CONFIRMED. WITH THE INFORMATION PROVIDED IS NOT POSSIBLE TO DETERMINE A POTENTIAL CAUSE AT THIS MOMENT. THE MODE OF FAILURE OF THE DEVICE IS MULTI-FACTORIAL AND CONSIDERATION MUST BE GIVEN TO ALL OTHER POTENTIAL INFLUENCES SUCH AS SURGICAL PROCESS, ANATOMICAL CONSIDERATIONS, ETC. ANY CONCLUSIONS FROM THE INVESTIGATIONAL INPUT PROVIDED HAVE TO BE PLACED INTO CONTEXT WITH ALL OTHER RELEVANT FACTORS. AS THE DEVICE WAS NOT RETURNED, AN AS-RECEIVED CONDITION COULD NOT BE ASSESSED, AND A DIMENSIONAL INSPECTION AND DOCUMENT/SPECIFICATION REVIEW WERE NOT COMPLETED. THE OVERALL COMPLAINT WAS CONFIRMED AS THE OBSERVED CONDITION OF THE TIBIAL NAIL ADVANCED Ø10 L 315 WOULD HAVE CONTRIBUTED TO THE COMPLAINED DEVICE ISSUE. BASED ON THE INVESTIGATION FINDINGS, AND IT HAS BEEN DETERMINED THAT NO CORRECTIVE AND/OR PREVENTATIVE ACTION IS PROPOSED. THERE IS NO INDICATION THAT A DESIGN OR MANUFACTURING ISSUE HAS CAUSED THE REPORTED COMPLAINT CONDITION. AS PART OF J&J MEDTECH ORTHOPAEDICS QUALITY PROCESS, ALL DEVICES ARE MANUFACTURED, INSPECTED, AND RELEASED TO APPROVED SPECIFICATIONS. ADDITIONAL MONITORING FOR ANY POTENTIAL SAFETY SIGNALS WILL BE CONDUCTED THROUGH COMPLAINT TRENDING AND OTHER POST-MARKET SAFETY SURVEILLANCE ACTIVITIES. DEVICE HISTORY REVIEW: A MANUFACTURING RECORD EVALUATION WAS PERFORMED FOR THE FINISHED DEVICE PRODUCT CODE: 04.043.225S. LOT NUMBER: 25337P3. IT WAS ELECTRONICALLY REVIEWED AND NO NONCONFORMANCES / MANUFACTURING IRREGULARITIES WERE IDENTIFIED DURING THE MANUFACTURING PROCESS. THE PRODUCT WAS RELEASED ON: 05 AUG 2024. MANUFACTURING SITE: (B)(4). EXPIRY DATE: 01 JUL 2034. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL MEDWATCH, A FOLLOW-UP MEDWATCH WILL BE FILED AS APPROPRIATE.

Manufacturer narrative:
DePuy Synthes is submitting this report pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which DePuy Synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, DePuy Synthes or its employees that the report constitutes an admission that the device, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.H11 ADDITIONAL NARRATIVE:Corrected: H4.H3, H6:The product was returned to DePuy Synthes for evaluation. Visual inspection of the returned device found the proximal inlay component was broken. Broken fragment was not returned for analysis. The distal inlay was neither returned for analysis. The mode of failure was exanimated by the R&D team and established the potential cause is traced to design of the inlay. It was found that the reaming rod will contact the inlays either due to the bend in the nail or a bend put in the reaming rod by the surgeon or both. By design there is a clip feature that snaps the inlay in place into the nail when assembled. At times it was shown that the contact made by the reaming rod is exerting enough force on the inlay to overcome the retention of that clip, either leading to the inlay being dislodged or damaged. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the Tibial Nail Advanced ø10 L 315 would have contributed to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through DePuy Synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. DEVICE HISTORY LOT: A manufacturing record evaluation was performed for the finished device.Product code: 04.043.225S.Lot Number:25337P3.It was electronically reviewed and no nonconformances / manufacturing irregularitieswere identified during the manufacturing process.The product was released on: 05 AUG 2024.Manufacturing site: Jabil Bettlach.Expiry Date: 01 JUL 2034.DHR review retrieved from PI-(b)(4)as the impacted products share the same lot number.If information is obtained that was not available for the initial MedWatch, a Follow-up MedWatch will be filed as appropriate.